Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient required dialysis due to hemolysis. During the procedure approximately 62 to 86 ablations were applied across the pulmonary veins and the posterior wall, the posterior wall ablations are considered off label use of the catheter. The patient returned the day after the procedure due to urinary retention. The patient's creatinine level was 10, their hemoglobin dropped approximately 2gr, their haptoglobin was low and their bilirubin was normal. The patient was admitted to the hospital and dialysis was started. The patient's creatinine has since dropped to 6 and they have started to produce urine. The patient was still hospitalized a week after their admission and is expected to be discharged with continuing dialysis. During their stay a permanent catheter was placed. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient required dialysis due to hemolysis. During the procedure approximately 62 to 86 ablations were applied across the pulmonary veins and the posterior wall, the posterior wall ablations are considered off label use of the catheter. The patient returned the day after the procedure due to urinary retention. The patient's creatinine level was 10, their hemoglobin dropped approximately 2gr, their haptoglobin was low and their bilirubin was normal. The patient was admitted to the hospital and dialysis was started. The patient's creatinine has since dropped to 6 and they have started to produce urine. The patient was still hospitalized a week after their admission and is expected to be discharged with continuing dialysis. During their stay a permanent catheter was placed. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. Additional information received indicated the patient experienced anuric renal failure in addition to hemolysis.

Manufacturer narrative:
Corrections: added d4: lot number and resulting expiration date. Unique identifier (UDI) #, and device manufacture date. Added h6: patient code: e130501: renal failure. Additional information: b5: describe event or problem. The device was not returned and was not received at boston scientific (bsc) for investigation. Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the hemolysis, urinary retention, and renal insufficiency/failure were related to product performance of the farawave catheter. There was no report of any device performance concerns. The patient events reported in the complaint are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling. If there is any further relevant information obtained, a supplemental medwatch will be filed.